Event description:
Procedure performed: total laparoscopic hysterectomy. Event description: "substitute 12mm bladeless trocar was used for surgery due to the original being on backorder. Dr. [Name] aware of same. During surgery the top of the 12mm trocar was removed from the trocar itself to remove a specimen. During this the plastic part on the side of the trocar was broken off and landed on the patient's abdomen. Dr. [Name] notified the surgical team, piece of plastic and was removed from sterile field along with the broken trocar. Trocar was replaced. Trocar and pieces of plastic was placed in a biohazard bag and double bagged. Nursing staff unsure which package that trocar came from, both trocar packages with different lot numbers placed in biohazard bag with broken trocar. The device is available for investigation, contaminated with blood and/or body fluid. There was no serious harm reported.". Product available for return. Additional information was received via email on 15mar2023 from distributor: the color of the piece that broke off was "clear". It is unknown what instrumentation was used prior to and during the time of the incident. The piece that broke off was part of the "latch tab". Intervention: "piece of plastic and was removed from sterile field along with the broken trocar. Trocar was replaced.". Patient status: "no unexpected or prolonged care, no harm reported".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula wing tab. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section d for additional device information has been updated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: total laparoscopic hysterectomy. Event description: "substitute 12mm bladeless trocar was used for surgery due to the original being on backorder. Dr. [Name] aware of same. During surgery the top of the 12mm trocar was removed from the trocar itself to remove a specimen. During this the plastic part on the side of the trocar was broken off and landed on the patient's abdomen. Dr. [Name] notified the surgical team, piece of plastic and was removed from sterile field along with the broken trocar. Trocar was replaced. Trocar and pieces of plastic was placed in a biohazard bag and double bagged. Nursing staff unsure which package that trocar came from, both trocar packages with different lot numbers placed in biohazard bag with broken trocar. The device is available for investigation, contaminated with blood and/or body fluid. There was no serious harm reported." Product available for return. Additional information was received via email on 15mar2023 from distributor: the color of the piece that broke off was "clear". It is unknown what instrumentation was used prior to and during the time of the incident. The piece that broke off was part of the "latch tab". Intervention: "piece of plastic and was removed from sterile field along with the broken trocar. Trocar was replaced." Patient status: "no unexpected or prolonged care, no harm reported".